Event description:
It was reported that while using bd max¿ system, bd max¿ instrument discrepant results were obtained after repeat reportable results were obtained. The following information was provided by the initial reporter: customer is concerned with correlation of results between the newly acquired (B)(6) and the existing one, (B)(6) for enteric panels; between (B)(6) 2023 and (B)(6) 2023, they got 7 or 8 discrepancies for all three panels; all results were repeated, and the reportable results were obtained on repeats; no erroneous patient results were reported, customer is still on a validation stage for (B)(6), nothing gets reported from this instrument yet.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "discrepant results." Customer reported that they have enteric assay runs with discrepant results. Customer expressed concerns of potential differences between their two max instruments with assay performance. The customer run database was provided to service specialists for further analysis, which did not reveal any instrument issues. Customer later reported pipette tips that were getting bent during sample processing on the instrument. A bd field service engineer (fse) was dispatched to the customer site where they performed reader renormalization and installed new software scripts. A gantry stall test was also performed and failed. The fse replaced the z-motor. Following this replacement, the instrument was qualified and determined to be operating to specifications. This complaint is confirmed by service. The root cause was unable to be determined with the information provided. Returned sample investigation is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6), and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument discrepant results were obtained after repeat reportable results were obtained. The following information was provided by the initial reporter: customer is concerned with correlation of results between the newly acquired ct0960 and the existing one, ct0603 for enteric panels; between (B)(6) 2023 and (B)(6) 2023, they got 7 or 8 discrepancies for all three panels; all results were repeated, and the reportable results were obtained on repeats; no erroneous patient results were reported, customer is still on a validation stage for ct0960, nothing gets reported from this instrument yet.

Manufacturer narrative:
PMA/510k info: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.